Event description:
The patient will be revised due to pseudotumor tumor on (B)(6) 2011.

Manufacturer narrative:
Examination of the reported devices was not able to conclusively confirm the reported event. A review of the device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation identified that in the absence of complaint products and patient x-rays, insufficient information has been provided to complete a full investigation.the complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.